Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the zeta was delivered and inflated in a moderately tortuous, mildly calcified lesion with 75% stenosis; however, the stent delivery system (sds) ruptured at the first inflation (12 atm). When removed, the rupture was confirmed at the distal side of the distal balloon marker. Additionally, it was noted that there was no resistance when delivering the sds toward the lesion. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. Reportedly, the target lesion was tortuous and calcified, which could have contributed to the difficulties experienced; however, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.